Event description:
Invalid result (s). We got a call from a customer that is having an issue with the 2 flowflex covid 19 antigen test kits . The customer had received the kits in the mail and was not 100% sure where they were purchased. The customer had opened the kits this morning, so this is an out of box issue. Customer called in because no results displayed on both her test cassette and her husbands test cassette. Customer confirmed both test kits had 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed. The customer did nor see anything appear at all. Customer is not able to send a picture of the test cassettes, because they have been thrown out. Both kits had the same lot number and expiration date, per the customer.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020169 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.